Event description:
Patient presented to the clinic after receiving a shock. X-ray revealed that the lead had dislodged and pulled back into the atrium. The lead was replaced.

Manufacturer narrative:
Na